Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in egypt it was reported that the patient faced insulin flow block due to bent cannula event on (B)(6)2026. The insertion site was abdomen.the infusion set was in use for four days. No further information is available